Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2025 due to an undefined low blood glucose level. In the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2025 with no permanent damage. The cause for the reported issue is unknown.